Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: no suspect product was received; however, photos were provided by the customer. Product evaluation was performed on a photograph the customer provided. The photo shows the suspect lens implanted in the patient's eye and a scratch can be observed on the optic. Since no product was received, no further evaluation was performed. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was scratched on the optic. The iol was removed and replaced during the same surgery. A delay in procedure was reported. There was no vitrectomy required. It was unknown if an incision enlargement or sutures were required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient has fully recovered. Through follow up, it was learned that there was no patient injury, nor no surgical intervention outside the standard of care. No other information was provided.